Event description:
The following description of the event was copied by a carefusion tech support specialist from an e-mail from a user facility representative that was forwarded by a carefusion product manager to carefusion tech support. "I wanted to report to you that we had an unusual event happen on (B)(6) night shift. One of our babies is on the airlife ncpap system, and while the nurse was adjusting the interface after noting the pt was desaturating, she noticed that one of the prongs had completely broken off. It broke at the part where the prong is grooved. The prong was safely retrieved from the baby's nare. I have never seen this happen before, but it could've really compromised the pt further if the prong got stuck in the baby's nare. I have the defective prong in my office. P.s. This was not an old prong, it had been changed the day before".

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. (B)(4) - nasal prong broken off of nasal prongs assembly. The alleged broken device was received by carefusion on (B)(6) 2012, routed to the care fusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted.